Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device was returned and was identified as lot# 21357fe2, as reported. The light feature of the device was tested, and it turns on as needed. Since it was reported that a fluorescent substance came out of the product during surgery, it was decided to take apart the different pieces of the device. No sub component looks like it was leaking. No leak could be confirmed from the batteries either. No corrosion traces and no deformation of the opposite sides of the batteries could be found. The tube of the device does not show any deposits that could prove the presence of a substance leaking. Based on investigation, the root cause of the reported event could not be linked to the knifelight. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "fluorescent substances came out of the product. During the carpal tunnel syndrome op, the fluorescent substances came out of the product. The patient's skin was stained with the fluorescent substances. The surgeon wiped out the substances and replace the device with a new one. The procedure was completed successfully. No adverse consequences is reported. A 3 minute surgical delay occurred to replace the device and wipe off the substances."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fluorescent substances came out of the product. During the carpal tunnel syndrome op, the fluorescent substances came out of the product. The patient's skin was stained with the fluorescent substances. The surgeon wiped out the substances and replace the device with a new one. The procedure was completed successfully. No adverse consequences is reported. A 3 minute surgical delay occurred to replace the device and wipe off the substances."